Event description:
The customer contact reported that the device did not visually or audibly alarm when a distal occlusion was present. The deice was returned to the biomedical engineering department for an unspecified reason. During testing at the user facility, the device did not visually or audibly alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).